Event description:
The device was returned to biocomposites on 22 april 2014. Complaint and surgery details provided are unconfirmed by the customer.

Manufacturer narrative:
Suspected root cause: delay in sending the 30 day manufacturer's report due to administration oversight. From examination of the returned device, possible suspected root cause is that the bone tunnel was too tight. This results in excessive torque being required to insert the screw which causes excessive flattening of the screw threads.